Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an eva tpn bag was leaking from the seam. The leaks were discovered during filling of the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection observed a large tear across the top seam under the hanger hole of the bag and approximately 2.50 inches in length. The bag was filled with tap water and observed a leak from the top middle seam of the bag. The reported problem was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.